Event description:
It was reported that the patient presented in-clinic after receiving an alert for high, out of range, pacing lead impedance. The lead electrical measurements were normal through the pacing system analyzer (psa). When the lead was reconnected back to the ICD, high impedances and no capture were observed. Connection/dislodgement issues were suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.